Event description:
It was reported via repair work order that there was damage to the power inlet filter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.